Manufacturer narrative:
Concomitant product: product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type implantable neurostimulator.

Event description:
A healthcare professional (hcp) reported that the patient told them one side was not working as well, and that it had to be replaced. It was stated that this has been occurring as of about 5 years prior to date notified. No further complications are anticipated. The patient's indication for implant is dystonia, movement disorders, and parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.